Event description:
The pt was seen at the implant center for device eval in 2001. Testing conducted at the center confirmed that their device was no longer functioning. Revision surgery is to be scheduled.